Manufacturer narrative:
Common device name: pui is the product code for this device, however, it was not available in the product code drop down during submission of the report. Device evaluated by MFR: device return is expected, but not yet received. There is no lot information available, so the product device history record could not be reviewed. Historical complaint data review identified no other similar complaints for damaged packaging, resulting in loss of sterility documented for this sku in the last 5 years. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file: (B)(4).

Event description:
Reported issue: one was out of the wrapping and the contents were no longer sterile.